Event description:
The dealer reported that they received a call from a patient stating that their irc5po2v concentrator was involved in a fire. Per the fire report, no one was reported to be injured. The origin of the fire was determined to be in the bedroom beside the bed area. It was noted to be a gas fire. The cause of the fire was determined to be from the oxygen concentrator. The cause of ignition is listed as "failure of equipment or heat source." The factor contributing to ignition is listed as "heat source too close to combustibles." The heat source is listed as "radiated or conducted heat from operating equipment."

Manufacturer narrative:
The finalized fire report was provided. The cause of ignition was listed as ¿unintentional" which differs from the initial report that stated "failure of equipment or heat source.¿ the chief deputy fire marshal advised that the belief is that the oxygen concentrator was operating too close to combustible materials closely surrounding the concentrator, overheated, and started the fire. The fire marshal was asked multiple times to further explain the statements made in the fire report, but no response has been received. Based on the information provided, it does not seem that a malfunction of the device occurred. The concentrator has not yet been returned to invacare for evaluation.

Manufacturer narrative:
This event is being reported to the FDA in an abundance of caution based on the fire report's allegation that the cause of the fire was from the oxygen concentrator. At this time, a malfunction of the device has not been confirmed. It is unclear from the fire report whether they are alleging a failure of the concentrator or if there was a heat source external to the concentrator that caused the ignition. Attempts were made to contact the fire investigator to obtain further information and clarification regarding the cause of the fire. At this time, no further information has been received. Additionally, the dealer has been contacted multiple times for more information. He has advised that he does not have anymore information, as the patient will not provide further details about the event. The dealer has asked the patient to contact invacare directly with more information, but they have not done so. The irc5po2v concentrator itself is not combustible, as it is comprised of materials which reduce the spread of flames in the event of a fire. However, the irc5po2v user manual warns that combustibles are easily ignited and burn with great intensity in oxygen enriched air. It states, "do not smoke while using this device. Do not use near open flame or ignition sources. Do not use any lubricants on concentrator unless recommended by invacare. No smoking signs should be prominently displayed. Avoid creation of any spark near oxygen equipment. This includes sparks from static electricity created by any type of friction. Keep all matches, lighted cigarettes, electronic cigarettes or other sources of ignition out of the room in which this concentrator is located and away from where oxygen is being delivered. Keep the oxygen tubing, cord, and concentrator out from under such items as blankets, bed coverings, chair cushions, clothing, and away from heated or hot surfaces including space heaters, stoves, and similar electrical appliances." The dealer sent his technician to the patient's home to retrieve the concentrator. Photographs of the concentrator were provided, which confirm that the unit had sustained significant damage that is consistent with exposure to high temperatures. The dealer has agreed to return the unit to invacare for further analysis. Once it has been received and evaluated, a supplemental record will be filed.

Event description:
The dealer reported that they received a call from a patient stating that their irc5po2v concentrator was involved in a fire. Per the fire report, no one was reported to be injured. The origin of the fire was determined to be in the bedroom beside the bed area. It was noted to be a gas fire. The cause of the fire was determined to be from the oxygen concentrator. The cause of ignition is listed as "failure of equipment or heat source." The factor contributing to ignition is listed as "heat source too close to combustibles." The heat source is listed as "radiated or conducted heat from operating equipment."